Manufacturer narrative:
An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument tip movement was not happening and some wire near the tip broke off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The visual inspection found a broken pitch cable at the distal end. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with a full range of motion in all directions. The instrument's movements were imprecise (normal but non-exact). The grips opened and closed properly but failed to move intuitively when the grip was articulated in the pitch orientation. The wrist had imprecise motion and was not following the mtm (master tool manipulator) input commands smoothly. The complaint was confirmed by failure analysis. Additional observation related to the customer reported complaint: the instrument was found to have a broken distal pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
Refer to h10/h11 for follow-up information.